Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found and the distal lv (low voltage) electrode of the lead was covered in blood. The analyst also noted blood was visible on the helix, blood was removed and helix extends and retracts within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the lead's screw was already out when the physician took it out of the box. It was difficult to retract the screw. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.